Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump act button were hard to press most of the time, and the button did not respond easily when pressed also had crack from the lip ring of the battery compartment, going down on the back side, like half an inch in length and there was also a hairline crack from top to bottom on the clear plastic retainer ring of the reservoir compartment. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).